Manufacturer narrative:
The tech replaced the emergency trendelenburg valve to resolve the issue.

Event description:
The tech alleged that the head hi/low down was drifting down slowly. No injury reported.